Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient fell and hit her head. The hearing performance has been affected since the incident and the patient had no access to sound with the device. No swelling around the implant site has been reported. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit her head. The hearing performance was affected since the incident and the patient currently has no access to sound with the device. No swelling around the implant site has been reported. Visit with the physician has been recommended.